Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed a pump stop due to depletion of the external 14v lithium-ion batteries and the system controller's internal backup battery; however, a specific cause for this event could not conclusively be determined. Review of the submitted log file showed normal pump operation from the beginning of the file through (B)(6) 2020 at 03:39:08 when a complete loss of power to the system controller was recorded, resulting in a pump stop. The total loss of power event was preceded by a sequence of low battery advisory alarms, low battery hazard alarms, and a subsequent no external power alarm. The captured events and associated alarms appeared indicative of a total loss of power to the system controller due to depleted batteries and subsequent depletion of the controller's internal backup battery. Following the restoration of power to the system via charged external batteries, the log file showed a time clock reset to (B)(6) 2001 01:00:00, and the pump immediately ramped back up to the fixed speed without issue. The internal time clock was not reset following the total loss of power event, resulting in active yellow wrench/controller clock not set advisory alarms through the remainder of the file. The duration of the pump stop was not able to be determined through this investigation. Excluding the pump stop event, the pump speed remained above the low speed limit, and the pump appeared to operate as intended. The heartmate ii lvas IFU, rev. C and the heartmate ii patient handbook, rev. C are currently available. Section 3 of the IFU, ¿powering the system¿, provides important information regarding the heartmate batteries, in the subsections titled ¿using the heartmate 14 volt lithium-ion batteries¿ which outlines monitoring battery charge level and replacing depleted batteries, ¿switching power sources¿, and ¿charging heartmate batteries¿. Section 6 of the IFU, ¿patient care and management¿, instructs that ¿if the left ventricular assist device stops operating, attempt to restore pump function immediately. When the pump stops operating and blood is stagnant in the pump conduits for more than a few minutes (depending on the anticoagulation status of the patient), there is a risk of stroke or thromboembolism should the pump be restarted.¿ section 2 of the patient handbook, ¿how your heart pump works¿, outlines battery charge level, fuel gauge display, and visual and audible alarms. This section states that if either the yellow diamond or the red battery illuminates, the user should immediately replace the depleted batteries with a fully-charged pair, or switch to the mobile power unit/ power module. Section 3 of the patient handbook, ¿powering the system¿, provides instructions for exchanging batteries and switching power sources. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the patient handbook also contains a section on handling emergencies. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patients battery depleted and the backup battery power depleted as well. Since the controller¿s clock reset to the default timestamp the length of time the pump was off is unable to be determined.